Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated towards right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain") and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review this case was identified to be duplicate of case 2020-058865. All source documents, references and information from this case were transferred to case 2020-058865. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated towards right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain") and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: case become serious incident, essure removal added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.